Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 500 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of "hi" (great then 600 mg/dl). The consumer administered an unknown amount of insulin after each test. The consumer experienced a hypoglycemic event requiring medical intervention at a hospital. Unknown treatment, and no reported results. The meter in question will be returned for evaluation, however, the test strips in questin were used up and will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.